Manufacturer narrative:
The insulin pump received with severely scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating a display anomaly from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she had some scratches on the screen and she cannot read the whole screen. The customer stated that she bumped into a wall while walking past something. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.